Manufacturer narrative:
(B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab identified that the catheter pebax was slightly bent. It was initially reported that during the procedure, the force helix spring showed bent. Before the procedure, the physician found a micro gap in the pebax sleeve and tried to use it for a short while. However, the gap showed bigger, and when the physician touched it tightly and the helix spring bent easily. The catheter was replaced, and the procedure was completed. There was no patient consequence. The pebax sleeve being damaged was assessed as a reportable issue as the integrity of the device was compromised. On december 24, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was reported that upon initial visual inspection, the pebax was found with damage; the catheter pebax was slightly bent.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster, inc. Product analysis lab identified that the catheter pebax was slightly bent. It was initially reported that that during the procedure, the force helix spring showed bent. Before the procedure, the physician found a micro gap in the pebax sleeve and tried to use it for a short while. However, the gap showed bigger, and when the physician touched it tightly and the helix spring bent easily. The catheter was replaced, and the procedure was completed. There was no patient consequence. The device was inspected and the helix component inside the pebax was observed bent, however, no other damage was observed. A manufacturing record evaluation was performed for the finished device 30239908m number, and no internal actions related to the complaint was found during the review. The customer complaint helix sprint bent was confirmed. The root cause of the damage on helix component inside the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Additionally, the customer provided a photo of the catheter. An evaluation was performed, and according to the photos provided by the customer, the tip was observed to be bent on the pebax area. Manufacturer's reference # (B)(4).